Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 38 to 39 mg/dl at the time of the incident. The customer was at 600 to 412 mg/dl at the time before the low incident, and 194 mg/dl at the time of the call. The customer used food and glucose tablets and was given liquid glucose and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer treated the high with manual injections before they went low. The customer had high symptoms such as sweating and loss of consciousness. The customer stated there was a insulin flow blocked alarm in the pump history. The insulin pump will not be returned for analysis.